Event description:
A 73 year old male undergoing mechanical circulatory support for acute myocardial infarction complicated by cardiogenic shock required impella therapy. The device was unable to be advanced past the innominate artery due to significant vessel tortuosity, identified as the location of resistance. No product damage was reported, no product return was indicated, and no patient harm occurred. The 5.5 was subsequently aborted and a impella cp was implanted. The reported event is consistent with a delivery challenge related to patient specific vascular tortuosity rather than device malfunction. The inability to advance the impella 5.5 appears attributable to anatomical resistance, and there is no allegation of device performance issues at this time. The impella 5.5 will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation summary: failure to advance: the cause of the delivery issue was determined to be patient condition related to the patient¿s tortuous anatomy. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Device history lot. Device lot: 1974040. Device history batch. Subcomponent lot: n/a. Device history review: this pump sn (B)(6) passed all post sterile inspection checks.